Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8731, lot # b005539n40, implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
It was reported that, over the six months prior to report, the patient had been having a lot of spasticity and he couldn¿t even bend his leg. The reporter stated that the system was ¿not working correctly¿ and she suspected a problem with the catheter. The pump seemed to be functioning and the healthcare provider was able to get good flow from a ¿side port access¿, but a catheter revision had been scheduled on the following day. The device system had been used to deliver compounded baclofen.

Event description:
Additional review indicated that the following information, reported in manufacturing report # 3004209178-2013-15008, actually pertained to this event. It was reported that a dye study had been performed and the catheter could be aspirated. However, when the dye was pushed through, it did not come out of the catheter tip and almost shot backwards into the epidural space.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type catheter; product ID 8731, lot# b005539n40, implanted: (B)(6) 2003, explanted: (B)(6) 2013. Product type catheter.